Manufacturer narrative:
(B)(4)

Event description:
It was reported that a telemetry disturbance lead to noise being observed on a live egm. It was confirmed that signals were not being oversensed by the device. No action was taken. The device remains implanted.

Event description:
It was reported that another interrogation anomaly occurred during device interrogation. It was noted that the device normal sensing and device function were confirmed however the realtime egm's were corrupted and saturated on multiple vectors. The device was interrogated with rf telemetry and a normal realtime egm was encountered. The patient was stable throughout the device interrogation and will continue to be monitored.